Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the sensors. The sensor and blood glucose reading difference was off, the insulin pump alarmed calibration error and change sensor, and the product was not adhering. Customer's sensor glucose reading was 54 mg/dl but her blood glucose level was 155mg/dl. Her sensor and blood glucose difference was not within an acceptable range. The insulin pump went into threshold suspend when her blood glucose level was not low. The customer was placed on the sensor due to a low blood glucose level and hospitalization, however, she was not on insulin pump therapy. The device was not returned.